Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient did not put their ipg into surgery mode while undergoing an unrelated surgical procedure on (B)(6) 2018. Reportedly physician used a magnet to turn off the ipg. Post operatively patient¿s programmer could not locate the ipg and was displaying an error message. A company representative was able to resolve the issue through trouble shooting. Issue has been resolved and patient has effective therapy.